Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Additionally, retention samples were selected for evaluation and upon test completion, the customer's indicated failure mode for leakage was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: bd was able to duplicate or confirm the customer's indicated failure mode. CAPA (B)(4) has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified.

Event description:
It was reported that the bd eclipse¿ blood collection needle leaked during use. No serious injury or medical intervention reported.